Event description:
It was reported that the device failed to defibrillate a patient. Users were able to successfully use a second defibrillator with minimal delay. The reported issue did not have an adverse effect on patient. The reporter was unable to provide further details on the event and/or patient.

Manufacturer narrative:
(B) (4). Physio-control provided customer's biomedical technician technical assistance. Follow up with the reporter found that the biomed was unable to duplicate the reported failure. Proper device operation was confirmed through functional and performance testing and the device returned back to service. The root cause of the reported failure could not be determined.